Event description:
I switched to the dexcom g7 continuous glucose monitor in (B)(6) 2024. (I'd used freestyle libre 2 for about a year prior to switching to dexcom) the following is very alarming - I experienced my third failed sensor in the past three weeks today. I have followed all directions carefully, have not gotten sensors wet, not taken acetaminophen, applied correctly and with the last sensor that failed, I paired it with both my iphone and a dexcom receiver. I received a sensor fail message on each device. I do have the serial numbers for the last two failed sensors: second failed sensor-failed within a day or so: (B)(6) and third failed sensor-failed within a day or so: (B)(6) lot #: 1724074003. (Didn't save box on the second sensor that failed) I'm returning above to dexcom so they can investigate - unless you advise me to do differently. Unfortunately, I discarded the first sensor that failed about 4 days after applied. Reference reports: mw5155629, mw5155630.